Event description:
As reported by the field, during an endovascular embolization to the middle cerebral artery, an enterprise2 4mmx39mm intracranial stent ((B)(6)) became impeded at the distal end of a prowler select plus 150/5cm microcatheter ((B)(6), lot unknown) and could not pass through the microcatheter (mc). The physician retracted the stent and switched a new stent, an enterprise2 4mmx39mm ((B)(6)) to be delivered with the same microcatheter. The second stent had the same issue. The physician removed the stent and microcatheter from the patient. The physician replaced a new stent and a new microcatheter (non- j&j products) to complete the procedure. The surgery was prolonged about 10 minutes. Additional event information received on 28-mar-2024 indicated that the mc did not kink or bent. There was vessel tortuosity. The 10-minute procedural delay was not clinically significant.

Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d.4: the product lot number is not available / not reported. The expiration date of the device is not known. Section e1. Initial reporter phone: (B)(6) section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00390 and 3008114965-2024-00391.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) updated sections on this medwatch: b4, g3, g6, h2, h6 and h10 complaint conclusion: as reported by the field, during an endovascular embolization to the middle cerebral artery, an enterprise2 4mmx39mm intracranial stent (encr403912, 8314217) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter (mc). The physician retracted the stent and switched to a new stent, an enterprise2 4mmx39mm (encr403912, 8314217) to be delivered with the same microcatheter. The second stent had the same issue. The physician removed the stent and microcatheter from the patient. The physician replaced a new stent and a new microcatheter (non- j&j products) to complete the procedure. The surgery was prolonged about 10 minutes. Additional event information received on 28-mar-2024 indicated that the mc did not kink or bent. There was vessel tortuosity. The 10 minute procedural delay was no clinically significant. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.